Event description:
It was reported the helix of the right atrial lead would not extend during the patient's implant procedure. The physician made multiple attempts to no avail. As a result, the physician withdrew the lead and replaced it. No adverse consequences were reported.

Manufacturer narrative:
(B)(4).